Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The rep reported that the patient's primary cell ins battery drained quickly, but they did not know why as the patient's settings were not that high. The rep reported that the patient had been at the same settings for the last two years. No patient symptoms were reported. No further patient complications have been reported as a result of this event.